Event description:
Complainant alleged that during a routine shift check by a clinician the device's 1.5 amp breaker kept popping, preventing the battery from charging. The complainant indicated that there was no pt involvement in the reported failure.